Manufacturer narrative:
The insulin pump passed the volume accuracy test.

Event description:
Customer reported that the insulin pump has been giving her boluses when she does not do it herself. Customer stated that she often notices active insulin time when she hasn't given herself a bolus and then her blood glucose readings drop. Customer's current blood glucose reading is 398 mg/dl and has treated with food and a glucose tablet. Troubleshooting was performed and the drive support cap appeared to be normal. Displacement test was also performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.